Manufacturer narrative:
Product analysis findings: the phenom 27 catheter (model: fg15150-0615-1s lot: oc19-045) was returned for analysis. The phenom 27 catheter has a labeled proximal od (outer diameter) of 1.02mm and distal od of 0.91mm. The guide catheter used during the event was not returned. Per an online source the access/guide catheter has a nominal inner diameter of 0.079¿. Per the guide catheter IFU (instructions for use): introduce the catheter over a catheter up to 0.078¿ od (1.99mm) and smaller. Per the phenom-27 catheter IFU (instructions for use) only a guide catheter with an ID of = 1.13mm (0.0445¿) must be used. Therefore, the phenom 27 catheter was found to be compatible for use with the guide catheter. The phenom 27 total length was measured to be ~159.1cm and the useable length was measured to be ~152.0cm which is within specifications. No damages were found with the phenom hub. The phenom 27 catheter body was found to be flattened at ~25.0cm for ~24.9cm from distal tip. The distal tip was found to be flattened at proximal end of marker band. The phenom 27 catheter was flushed, water exited from the distal tip. Due to the damaged condition of the phenom-27 catheter it was unable to be tested with an the in-house radial access catheter. No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue. Based on the device analysis and reported information, the customer¿s report of ¿resistance in guide catheter¿ was unable to be confirmed as the radial access guide catheter used during the event was not returned and resistance testing with an in-house radial access guide catheter was unable to be performed due to the phenoms damaged condition. Therefore, the root cause could not be determined. A possible cause for the resistance was the guide catheter body kinked causing the catheter body of the phenom 27 catheter to become flattened. In addition, other possible causes for ¿resistance in guide catheter¿ are patient vessel tortuosity, continuous flush rate too low, catheter or delivery system damage or insufficient delivery sy stem hydration. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information phenom-27 microcatheter resistance being removed through the kinked guide catheter. The patient was undergoing a procedure for flow diversion treatment of a right internal carotid artery aneurysm via radial access. The internal carotid artery access vessel diameter was 4.25mm. Vessel tortuosity was moderate. It was reported that the catheter was flushed and used appropriately per the IFU. After deployment of the flow diversion stent, the physician noticed some resistance pulling the phenom microcatheter out though it was removed successfully with some difficulty. The physician panned down to the thorax under fluoroscopy and saw what appeared to be a kink in the catheter. After the guide catheter was removed, the kink in the guide catheter was confirmed. It was noted that all devices were prepared as indicated in the IFU. The patient experience vasospasm during the procedure and the physician administered verapamil after implantation of the pipeline. There was no further injury to the patient.